Event description:
S/p diagnostic cath syvek with sheath removed patch was used for closing up. Pt was on br x 2 hrs. And ambulated held for another 2 hrs. When pt was dressing to go home felt severe rlq pain. Firm area noted over syvek patch site. Manual pressure applied further br. Vascular surgery consult, us showed pseudoaneurysm. Vascular surgion injected thrombin at site and br x4 hr. Repeat us showed no pseudo. Pt d/c in am with further complications.